Event description:
Pharmacy was notified that mislabeled medications had been retrieved from an automated dispensing unit. Pharmacy was also informed that several other instances of mislabeled medications were found on the same and subsequent dates. All of the mislabeled medications were packaged by the automed machine. Upon notification, a team of nursing and pharmacy personnel performed an immediate inventory of all pyxis units in the hosp as well as all automed packaged medications in the main pharmacy. No known pt harm occurred because the nurse noted that the medications were mislabeled prior to theier administration in the reported instances. There was potential for serious pt harm.